Event description:
During an endoscopy procedure, the physician used a cook disposable hemostasis clip to clamp a bleeding ulcer in the duodenum. The physician missed the target site and clamped the clip just beside it. The wire in the handle broke, preventing release of the clip from the catheter. The clip was attached to tissue and would not reopen for removal from the tissue site. The physician had to pull the clip off the tissue. A device made by another company was used to finish the procedure. Additional bleeding occurred at the site where the clip was pulled off. No medical or surgical intervention was required. The cook area representative confirmed the pt is doing fine.

Manufacturer narrative:
Investigation evaluation: our laboratory evaluation of the product said to be involved confirmed the report. The drive wire has detached from the handle. A mfg discrepancy or anomaly that could have contributed to this report was not observed during our laboratory evaluation. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: prior to distribution, all disposable hemostasis clips are subjected to a visual and functional inspection to ensure integrity. A review of the device history record confirmed that the lot sid to be involved met all mfg requirements prior to shipment. Corrective action: a corrective action has been implemented in an effort to reduct occurrences of this nature. The product said to be involved is included in the scope of the corrective action. Quality assurance will continue to monitor for complaint trends.